Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had been leaking out of the reservoir. The customer¿s blood glucose was 400 mg/dl. The customer was assisted with troubleshooting. Customer stated that the location of the leak was reservoir compartment. Customer stated that the leak was at reservoir barrel. Customer was unsure if leak was past first or second o ring. Customer stated that there were not an air bubble in the reservoir. The reservoir will not be returned for analysis.